Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of stimulation. While in the operating room extension damage was discovered. The healthcare professional (hcp) replaced the extension with a new one. Patient was now receiving stimulation. There was no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: 2009, explanted: (B)(6) 2013, product type: extension. Analysis of the extension found that all conductors were broken at the proximal side of transition.

Event description:
Additional information received clarified there was a breakage of the extension.